Manufacturer narrative:
B.3. The date of event is unknown; bd awareness date used. Device evaluation: no product or photo was returned by the customer. The customer complaint of flow issues - accuracy could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on material 2420-0007 because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
It was reported that the bd alaris pump module smartsite infusion set had flow issues. The following information was provided by the initial reporter: 100% soduim chloride 100 ml bag with added ampicillin and sulbactam for a total of 150 mls in IV bag, once infusion was complete, still had 100 mls left had to reprogram twice to deliver entire amount. IV set #2420-0007.